Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 04/01/2013. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. If it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Pouch dilation, reflux, intolerance and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Health care professional reported the patient was seen for heartburn, reflux, night time regurgitation and unable to keep solids down for two weeks. The aps lap-band system was repositioned and remains implanted. Follow-up findings: a pouch dilatation was noted.